Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump that will not hold a charge; this condition had the potential to interrupt delivery. This condition was found in the biomedical service department during biomedical check. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "will not hold a charge" was confirmed in the pump's event history by a baxter service technician. The root cause of this condition was depleted main batteries resulting from user error. The main batteries were replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the suspected user error.